Manufacturer narrative:
Additional concomitant medical products: 1103 left ventricular assist device; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was under-sensing of the small and wide ventricular fibrillation amplitudes by the device. The patient died one day later and the cause of death was listed as cardiomyopathy.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.